Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a reverse total shoulder arthroplasty (rtsa) a failure of the device ar-9603-3633-3 occurred, which was not specified. No part of the device broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-9603-3633-3 with batch s933tg000 noted damage and wear to the exterior holes, and superficial scratches were observed (see evaluation pictures 1 + 2). A functional test was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear resulting from repeated insertion and/or removal of the device, as well as extended use in the field.